Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of 0x21b6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to reach out if the issue recurred.